Manufacturer narrative:
The investigation determined that three lower than expected vitros tsh results were obtained from two samples from the same patient. There was no evidence that the vitros tsh reagent had malfunctioned. The investigation could not determine a definitive root cause. However, an unknown sample interferent cannot be ruled out as a contributing factor.

Event description:
The customer observed three lower than expected vitros tsh results using two different samples from the same patient tested on two different vitros tsh reagent lots on a vitros eciq immunodiagnostics system. The results, when compared to the results obtained from a non-vitros method, met phs criteria, as follows: reagent lot 5108: patient sample 1 vitros tsh sample result 0.226 miu/l vs. Expected 1.86 miu/l. Reagent lot 5198: patient sample 1 vitros tsh sample result 0.237 miu/l vs. Expected 1.86 miu/l. Patient sample 2 vitros tsh sample result 0.498miu/l vs. Expected 2.94 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The only result reported from the laboratory was sample 1 value of 0.226 miu/l, however, the physician questioned the value and no treatment was initiated, altered or stopped as a result. There was no allegation of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).